Event description:
It was reported that, during a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and the suspected cause of the event was rv lead clavicle crush. The rv lead was capped and replaced to resolve the event. The patient was stable.